Manufacturer narrative:
(B)(4). Batch number ==> r58560. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? >> the device partially fired, and locked-out. If the device delivered staples were the staples formed in the proper closed b-formation? >> the staples not formed b-formation. How was the device removed from the patient? >> doctor used red button retract the blade, that the jaws opened. Did the jaws of the device eventually open? >> yes.

Event description:
It was reported that there was a strong stuck condition when first firing. Due the surgeon concerns that the device was defective, it would cause the patient's risk. Then replaced a new device and clip to complete the operation.